Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrochlorothiazide (hydrochloroth), ibuprofen and lisinopril. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines headache"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,") and abdominal pain upper ("gastrointestinal or digestive system condition type : stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, fatigue, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, migraine, nausea, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs received : event ¿injury nos¿ is replaced with abdominal pain lower. Case become incident. Reporter added, patient demographic added, essure removal date added, product indication updated. Events added- abdominal pain lower, apareunia, bladder disorder, urinary tract disorder, migraines, nausea, dysmenorrhea (cramping), fatigue, weight gain, stomach pain. Events severity, concomitant drug and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.